Event description:
It was reported that the patient presented for a remote follow up via merlin.net with a right ventricular lead that exhibited high capture threshold and high pacing impedance. No interventions were recommended or made. The patient was in stable condition.